Event description:
Additional information was received on 2024-aug-15. The rep provided the implanting physician information and the patient's information. The cause of the impedances was not determined. More than 10 attempts were tried to fix the connections and impedances, including wiping down the wires, screwing and unscrewing the wires, trying another wens, which produced the same results. The rep confirmed this occurred on (B)(6) 2024. The pt has been seen since the procedure and the same electrodes still have the impedance, but the pt confirmed they were receiving good coverage using the electrodes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported impedance showed red for electrodes 7, 15 and 0. Hcp has wiped the lead and reinsert. Technical services(ts) had request the lead be swapped in ports and the result was the same. Ts then recommend running stimulation for a few minutes but that didn't change the impedance. Ts then had rep wipe the lead and reinsert and made sure the setscrew was down and the 7<(>&<)>15 still showed red. Use of the wens showed 15 and 7 still in the red. Ts reviewed with rep that issue is mostly likely temporary given the chances of 2 leads having the exact same electrode being a problem is not likely. Ts recommend closing, but told rep it's hcp decision.